Manufacturer narrative:
The user reported being hospitalized on (B)(6) , 2025 due to shortness of breath and was diagnosed with congestive heart failure, chronic kidney disease, and fluid around the heart and lungs; at the time of the call, the user reported feeling good. The event was not related to sensor insertion or removal and was not related to diabetes; therefore, no sg or bg readings were provided. Per the data management system (dms), the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on (B)(6) , 2025 due to shortness of breath and was diagnosed with congestive heart failure, chronic kidney disease, and fluid around the heart and lungs; at the time of the call, the user reported feeling good. The event was not related to sensor insertion or removal and was not related to diabetes; therefore, no sg or bg readings were provided. Per the data management system (dms), the user is currently using the system with up-to-date information.